Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the system was taken out of use as instructed by customer service advisory notification (csan) xp017/24/s which began distribution to affected customers on 07/02/2024. Siemens initiated recall res# 94948, which was submitted to the FDA on 07/05/2024 for missing or loose mounting screws in the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: manufacturer's preliminary results and conclusion: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# 94948. Corrective and or preventative actions via resolution updates xp018/24/s and xp019/24/s will be implemented. These updates are anticipated to be released in september 2024. No supplemental report for this complaint will be submitted to the FDA.

Event description:
Siemens healthineers was notified of an issue with the luminos agile max system. The siemens customer service engineer was on-site and identified that the allen (mounting) screw in the tube attachment of display ceiling suspension was missing. The monitor support arm remained attached to the ceiling and no injury occurred in this case. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, it might have led to a serious injury by large parts falling down and hitting a person.